Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. The lot history record for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. Based on the information provided, the balloon ruptures appears to be due to case circumstances. It is likely that the ruptures occurred due to interaction with lesion which was described as heavily calcified. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 2.0x40mm armada 14 device referenced in b5 is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the anterior tibial vein. A 2.0 x 40 mm and 2.0 x 80 mm armada balloon dilatation catheters (bdc) ruptured. One balloon was inflated once, the other balloon was inflated twice. Both were inflated to nominal pressure and both ruptured at nominal pressure. The procedure was completed after use of the devices with satisfactory results. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.